Event description:
It was reported that interrogation of the patient's device revealed episodes that looked like noise. Oversensing was seen on the lead. The lead is still in use. There were no patient complications reported as a result of this event. It was later reported that additional sensing integrity counts (sic) had accumulated since the previous follow-up and that the physician has decided to replace the lead. There were no patient complications reported as a result of this newe information.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Ventricular short interval count v-sic=18.6 counts avg/day, in 20.92 days, between (B)(6)-2010 16:01:58 and (B)(6)-2010 14:12:54.

Event description:
It was reported that interrogation of the patient's device revealed episodes that looked like noise. Oversensing was seen on the lead. The lead is still in use. It was later reported that additional sensing integrity counts (sic) had accumulated since the previous follow-up and that the physician has decided to replace the lead. There were no patient complications reported as a result of this new information.